Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both tamper seals were removed. The device was observed to have a cracked top case, cracked right plunger case, broken screw boss inside the plunger head, and visible contamination. The device?s event history log was reviewed for evidence of the reported event, ?base hardware failure? Found several times in the log. To conduct functional testing the device was powered up. Upon testing, the reported problem was duplicated. The interconnect board was not operating as intended, causing the issue. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has a base hardware failure. No patient injury reported.